Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was provided for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found from this customer for this product. Therefore, the potential cause of the snaplock adapter leaking could not be determined based upon the information provided and without the sample. A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. One staple fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad. The remaining staples were fired from the stapler. All staples fired were properly formed. No defects were found. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned sample.

Event description:
Alleged event: a dog had emergency surgery. After the dog was sent home, the owner noticed that the staples were falling out. They returned to the veterinarian and the doctor re-stapled the incision. Within a short time the doctor noticed that the staples were falling out. Sutures were used to close the incision. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot number 73e1400534 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a dog had emergency surgery. After the dog was sent home, the owner noticed that the staples were falling out. They returned to the veterinarian and the doctor re-stapled the incision. Within a short time the doctor noticed that the staples were falling out. Sutures were used to close the incision. The patient's condition was reported as fine.